Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during an orthognathic surgery, the drill bit was being used and broke at the threaded portion, closer to the shaft. They pulled another drill bit from a different tray and completed the surgery.

Manufacturer narrative:
The reported event that the drill bit broke on the threaded portion closer to the shaft could be confirmed. The visual investigation confirmed that the tip of the drill fractured near the shaft. It was determined that the drill helix was completely destroyed at the fracture area resulting from collision and friction with a drill guide due to an inappropriate user handling. The collision and friction with the drill guide led to high temperature and thereby to the appropriate visible colours. Due to the collision and friction with the drill guide also material bulging occurred. Furthermore, the fracture surface shows the appearance of an intercrystalline forced rupture due to bending overload. Moreover, the location of the occurred friction traces on the shaft of the drill indicates that the appropriate drill guide was used. According to this, the drill broke at the tip of the drill guide due to bending overload. Further, it was determined that up to the last distance ring for drill depth measuring the shaft of the drill shows friction traces resulting from the collision with the drill guide. Finally, based on the investigation the root cause was attributed to an inappropriate user handling. According to this the drill fractured at the tip of the drill guide due to bending overload during application. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during an orthognathic surgery, the drill bit was being used and broke at the threaded portion, closer to the shaft. They pulled another drill bit from a different tray and completed the surgery.